Event description:
Olympus was informed that toward the end of a procedure, the probe broke off and fell inside the pt. The broken piece was successfully retrieved from the pt with the user of grasper. The intended procedure was completed with a different but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. However, this type of damage is consistent with continous activation of the output without any tissue in between the grasping section and the probe. This report will be updated if add'l info becomes available at a later time.